Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the after starting an infusion pump runs for a little while then displays alarm air in line. There was no patient involvement.

Manufacturer narrative:
Correction: date of event, report source, report source other, manufacturing location. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of a pump module alarming for air in line as reported by the facility was confirmed through log review but was not replicated during extensive laboratory testing. Functional testing performed on the returned pump module found no irregularities with the detection of air boluses. The pump module¿s air detection system was observed operating within specification. Review of the pump module error log showed no relevant errors were recorded. The event log showed on (B)(6) 2025 at 2:35 pm the suspect pump module was attached to the concomitant pcu s/n (B)(6). At 5:13 pm an infusion with a rate of 100 ml/h and a vtbi of 400 ml started, a minute after the pump module alarmed for air-in-line and the user paused the infusion. At 5:14 pm the door was opened and closed, the user restarted the infusion, and the suspect pumo module alarmed once again for air-in-line, the same behavior occurred until 5:21 pm when the pump module was turned off, after nine (9) air-in-line alarms. There is no record of further infusions during the reported event day. The bd alaris pump module air in line tip sheet states that when inserting the tubing into the ail detector, use a fingertip, and firmly push tubing toward the back of the ail detector. Close the roller clamp on the tubing set and pause the channel before replacing a fluid container to avoid air from entering the IV tubing. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm). The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported complaint of a pump module alarming for air in line was not able to be determined. The suspect pump module was tested and showed no anomalies; testing results confirmed the pump module operates within specification. Note that this report lists imdrf annex a1801, c0503, d08, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the after starting an infusion pump runs for a little while then displays alarm air in line. There was no patient involvement.